Manufacturer narrative:
Continuation of d10: product ID: 97754, lot# serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their recharger (insr) was broken and they were currently working with sunmed on getting them a new recharger; sunmed was looking into the insurance and calling the doctor. Patient's implant (ins) battery was at a low battery charge and the pt was hoping to meet with a medtronic representative to charge the ins in the meantime. During call information was reviewed regarding role of sunmed and that patient services specialist (pss) could further assist the situation. During the call pt verified that the insr would not turn on or take a charge. Pt mentioned that the desktop charger green light turns on. The issue was not resolved. During the call the call was disconnected, pss attempted to call patient back but reached the patient's voicemail. The patient later called back and reiterated that they were having a hard time recharging the ins as the insr wouldn't work. Pt stated that the insr was blank/not powering on. Pt confirmed that the desktop charger (dtc) green light was illuminated and that the dtc connector pin was not bent, broken, or loose. Pt confirmed that the connection between the dtc cord and insr was tight and not loose. Pt then stated that they had been through the troubleshooting with the previous pss that they were disconnected from and that they were calling to request a meeting with a manufacturer representative (rep) so that they could have the ins recharged while waiting they were waiting for a replacement insr from sunmed. Pt confirmed during the call that sunmed was sending them a replacement insr.